Manufacturer narrative:
Follow-up #1: date of submission, 09/18/2015: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: there were call service (cs 054) alarms followed by cs 60 alarms observed in the black box on the date of the complaint; however they were not duplicated during investigation. The pump was run on a 24 hour basal program with no loss of power or cs alarms duplicated. The pump was opened and there were no defects or moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was no power to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.